Event description:
A dental office reported that while performing a cleaning with a prohyflex 3, the tip came loose from the handpiece and was subsequently swallowed by the pt. The pt was transported to the emergency room where the tip was removed from their stomach with an endoscope. No injury was reported to have occurred and hospitalization was not required as a result of this incident. Follow up with the dental office in 07/2005 revealed that the pt has recovered with no adverse consequences.